Manufacturer narrative:
Investigation is ongoing. This report is one of two reference mfg. Report no. 2015691-2018-03222

Event description:
As reported by our (B)(4) affiliate, valve alignment was performed without difficulty. During valve deployment of a 26 mm sapien 3 valve in the aortic position, the commander delivery system balloon could not inflate. The sheath and delivery system were retrieved as a unit and a new sheath, commander, and valve were used. The same issue occurred with the second system, the balloon could not inflate during valve deployment. This second system was completely removed and a third system (sheath, commander and valve) were opened and the procedure was successfully performed. Per post procedure discussion, it was thought that the event could have been caused by having performed valve alignment in a not straight section of the aorta and the valve could have perforated the commander balloon. The valve alignment of the third system was performed doing the valve alignment in a section more proximal to the femoral artery. This report is for the second delivery system used in this case.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: valve over inflation balloon, bunching on distal end of inflation balloon, crimp balloon torn adjacent to inflation balloon/crimp balloon (I/c) bond, and gouges on flex tip. Functional testing was not performed due to the condition of the returned device (crimp balloon torn). Dimensional testing was performed on the double wall thickness of the crimp balloon and was found to be in within specification. Procedural cine was provided and reviewed and the following observations were made: both delivery systems had crimp balloon tears adjacent to the inflation/crimp balloon (I/c) bond with the balloon wings flared. Valve alignment of second device is performed at a bend, the imagery does not show full alignment of valve, second valve placed in the native annulus, valve is not aligned to valve alignment marker, valve alignment of third device performed at a slight bend, valve diving is present and third valve was able to be inflated and deployed. During balloon manufacturing, the balloon was 100% inspected for the following: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The balloon is 100% visually inspected for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots and scratches. Ten balloons are sampled for burst testing and additional visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected for the following: distal and proximal length and ids, single/double wall thickness, general appearance/gross defects (unaided eye visual inspection), foreign matter, impurity/contamination (under 8x magnification), and appearance of fish eye and gel spots. The flex tip od is inspected during the flex tip assembly and bonding process. The crimp balloon to inflation balloon laser bond is inspected for bubbles and gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior and after the balloon pleat, fold and forming process, the balloon is 100% inspected for balloon size, contamination, fold lines and distorted/pinched folds. During final inspection the entire device from distal to proximal is visually inspected by both manufacturing and quality for damage, or missing components, and distorted/pinched folds. The commander delivery system is 100% leak tested and a visual inspection of the balloon catheter. During functional product verification (pv) testing, the delivery system is inspected for kinks, cracks, missing components, and missing small white marker band on balloon shaft (unaided eye). The balloon burst pressure was tested. The lot met statistical requirements as it exceeded the acceptance criteria of a lower specification limit. The balloon is visually inspected for kinks, inflation/crimp balloon bond and nose tip/inflation balloon bond. Testing was performed for the inflation balloon/crimp balloon tensile force, for tensile force, and all met statistical requirements. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. The device history record (DHR) and lot review were reviewed and did not reveal any manufacturing related issues that would have contributed to this event. The history review for the number revealed no other complaints for balloon ¿ torn. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based upon the images provided by the field and visual inspection of the returned devices. As no issues were noted during device prepping and de-airing, the device likely had no issues with the balloons out of box. As such, it is likely that the torn crimp balloon occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in a product risk assessment (pra) by edwards lifesciences. The pra identifies increased alignment forces experienced during the procedure as a possible root causes balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Review of the provided procedural imagery revealed that valve alignment was performed at a bend the flex tip gouges noted during visual inspection are also indicative of valve diving and high alignment forces. To address the emerging trend in I/c bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. The complaint for was confirmed. No manufacturing non-conformances was identified in the returned device. In this case, available information suggests that patient (tortuosity) and/or procedural factors (valve diving) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the applicable trend category did not exceed (B)(6) 2018 control limits. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in pra. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated.